Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: it was determined that the reported condition that the cutter device saw blade broke was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that based on the review of the received photograph the device failed visual inspection due to the crack on the sawblade and the surface corrosion. It was reported that based on the photograph it was determined that the sawblade had a crack two thirds through the blade, the laser markings were very faded and there was surface corrosion. It was further determined that the teeth of the sawblade were not visible on the photo. The assignable root cause was determined to be due to component failure from wear. H6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by belgium that during a tibia osteotomy veterinary surgical procedure, it was observed that the cutter device saw blade broke. It was reported that the saw was used approximately fifteen times maximum. It was further reported that a fragment of bone, about two to three centimeters shattered, was crushed and replaced in the location of the shard under the plate. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.